Event description:
Pt with coronary artery disease sustained a leg burn from bovie during operative procedure. Burn excised. Bovie machine evaluated by clinical engineering and found to be in good working order.